Manufacturer narrative:
B.3 revised date of event as it was reported incorrectly on the initial report that was submitted. E.1 revised zip code was it was entered incorrectly on the initial report that was submitted. Added zip code extension as it was inadvertently omitted from the initial report that was submitted. G.3 date of awareness on the initial report that was submitted should of reflected 30-jul-2025. H.6 added medical device problem code as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. The product was not returned for investigation. Data logs were reviewed and the placement signal (ps) low alarms were confirmed. The first alarm triggered roughly one minute after the pump was started. When reviewing the long term log, optical signal metrics were all stable and within specification for the entire case. Reviewing the first real time (rt) log showed that prior to starting the pump, the optical sensor was reading a pressure of approximately 90 mmhg. Then, at the time that the optical sensor calibration was completed, it suddenly dropped to 0 mmhg, indicating that the applied pressure caused for improper calibration of the sensor (factory g0=16279 and calibrated g0=15971). Mean pressures for the remainder of the case were around 0 mmhg, hence why the ps low alarm was triggering. False alarm/optical sensor issue: clinical details reported ps low alarms even though pump position was confirmed several times and there were no reports of the patient being extremely hypotensive during support. Data logs were reviewed and the ps low alarms were confirmed. Rt/impella controller logs indicate that the sensor was improperly calibrated because a 90 mmhg pressure was being applied to the sensor during the calibration process at case start. It is unclear what was being done to cause for such a high initial pressure reading, since no clinical details were provided around this time. The product was not returned for investigation. Since data log review was inconclusive with limited supporting clinical details and the product was not returned for investigation, the cause of the false alarm/optical signal issue could not be determined. Ischemia/stroke: it was reported that at the time of case start, the patient was showing signs of ischemia. The patient also exhibited signs of a stroke. In order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injuries were unable to be determined due to insufficient clinical details. Major bleed: clinical details report that the patient experienced a gi bleed. Heparin was on hold. No further details were provided. The product was not returned for investigation. Since insufficient clinical details were provided, the cause of the major bleed could not be determined. The device history review was completed and the pump passed all post-sterile inspection checks.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support experienced ischemia, bleeding and stroke requiring intervention. Additionally, there was a false alarm pertaining to the placement signal. The patient arrived at the emergency room and coded. Unable to obtain return of spontaneous circulation, the patient was cannulated for extracorporeal membrane oxygenation. Impella was placed via the right femoral artery for percutaneous coronary intervention (pci). Angiogram showed minimal to no flow in the right lower extremity. The physician noted that the right lower extremity was dusky prior to impella placement. Plan for reperfusion catheter on ECMO circuit was noted. Pci was performed to the 100% occluded left ostium. The patient remained in unstable ventricular fibrillation prior to impella placement and shocked multiple times without resolution. ECMO venous cannula on the r side, arterial on the l side and reperfusion catheter was placed. The patient was chugging on ECMO circuit entire case. 4l of crystalloid given with minimal resolution. Post implant, same day, the placement signal low alarm started. However, imaging confirmed placement of the impella was seated in a "good" position. Discussion was made regarding turning off the placement signal alarm. Additionally, this day, a computed tomography showed ischemic bowel, and the patient was now bleeding. Heparin was on hold. Impella cp mcs continued. Approximately four days later, the patient 3 showed signs/symptoms of a stroke. Computed tomography scan noted a subacute stroke. The neuro team was concerned for left ventricle thrombus; however, no thrombus was noted on echocardiogram with and without contrast administration. Plans to remove the impella cp device was made and was completed with a survived patient outcome.

Manufacturer narrative:
Patient-specific information section a5: ethnicity and b7: medical history is unknown. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.